Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having issues with sensor not lasting the full six days and falling off. Customer reported blood glucose over 30 mg/dl. Customer declined troubleshooting. No further information reported.